Event description:
Following predilation of the target lesion site located in the pt's proximal circumflex artery with a scimed nc cobra, a coronary stent with delivery sys was successfully advanced and deployed at the target lesion site. The physician performed post-dilatation at 14 atmospheres of pressure utilizing the same nc cobra balloon. Subsequent review of the post cine revealed a small dissection which appeared to be located distal to the deployed stent. In response, another coronary stent with delivery sys was successfully advanced through the existing previously deployed stent and deployed at the area of dissection. However, it was reported that the area did not look much better on fluoro. In response, the sds was withdrawn without complication and the previously used nc cobra balloon was introduced and advanced to the target lesion site; however, upon an attempt to inflate the balloon, the balloon would not inflate. Upon withdrawal of the nc cobra balloon catheter, the balloon catheter and the guidewire became stuck. Subsequently, the balloon catheter and the guidewire were withdrawn from the pt as one unit. Upon withdrawal, it was noted that approx two-thirds of the balloon and shaft were missing. Although the physician could not visualize the second stent on fluoro, he believed it remained in place. Subsequently, the physician successfully post-dilated the vessel utilizing another nc cobra balloon and the vessel was reported to be patent with good runoff. The pt was transferred to the ccu and monitored for 24 hrs post-procedure after which the heparin drip was discontinued and the femoral sheath was withdrawn. The pt was reported to be alert and oriented x3. Later that same day, the pt reported chest pain and discomfort and immediately went into cardiac arrest and ultimately expired.